Manufacturer narrative:
H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor under infused.the expected therapy time was seven days. However, when the patient arrived to have the folfusor removed, approximately 80% of the solution remained in the device. The device contained fluorouracil and 0.9% sodium chloride totaling a volume of 84ml there was no report of patient injury or medical intervention associated with this event. No additional information is available.